Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the stapler malfunctioned. Staples did not completely deploy. The staples did not provide adequate hemostasis. The stapler fired fine. The problem was with delivering the staples. This problem was resolved by clamping. There was no unanticipated tissue loss. There was no tissue damage. There was blood loss in excess of 500cc due to the product problem. The case was extended by more than 30 minutes. No reinforcement material was used.